Manufacturer narrative:
As reported, the patient underwent implant of galaflex lite and post implant the mesh was identified to be malpositioned and freely floating around the implant site. It was reported that the patient underwent revision surgery, during which the affected mesh was explanted, and a new galaflex lite mesh was implanted. Based on the information provided, no conclusions can be made. Migration is known inherent risk and is listed in the adverse reactions section of the instructions-for-use supplied with the device, as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent implant of galaflex lite on (B)(6) 2026 and post implant the mesh was identified to be malpositioned and freely floating around the implant site. It was reported that the patient underwent revision surgery on (B)(6) 2026, during which the affected mesh was explanted, and a new galaflex lite mesh was implanted. Reportedly, the mesh was not incorporated at all and came out in one solid piece.